Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and shutdown unexpectedly. In addition, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was between 100-150 mg/dl. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.